Event description:
In 2009, the pt reported that over the past 2 days she has had elevated blood glucose readings of >600 mg/dl and she does not think her insulin infusion device is properly delivering insulin. Symptoms are dry mouth, thirst, feeling tired and weak and having no energy. She stated she treated her readings by bolusing insulin via her device but her readings increased. She stated she saw her doctor for routine appointment yesterday and he advised her to increase her basal rates due to her elevated readings. She said she increased her basal rates yesterday at 5 pm. She said that yesterday and earlier today her meter measured "hi". She stated when she awoke this morning her reading was 459 mg/dl. This afternoon, she began delivering boluses via syringe and her blood glucose began to decrease. She stated she then switched to her backup infusion device, using a new cartridge and tubing. She said, her blood glucose is still over 200 mg/dl. During troubleshooting, she said her time, date and basal rates are accurate. She changed her infusion headset yesterday and the site was red, but not sore or infected. She said she probably has some scar tissue, but it is not obvious to her. She has had a foot ulcer which she has treated with antibiotic cream. Product was replaced and requested to be returned for eval.